Event description:
Pencil cord had to be held at an angle by an add'l person in order to work. Cord became hot to the touch and caught on fire. No injury. This occurred at the end of the procedure and did not affect the pt or procedure.